Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently initiated a temporary basal rate (temp rate). The customer's blood glucose level was 166 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully stop the temp rate on the pump.